Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of kinked cannula on (B)(6) 2025. The infusion set was in use for eight hours. Patient noticed symptoms within 3 or more hours after insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.